Event description:
It was reported the right atrial (ra) lead exhibited high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: product ID (B)(4) implantable pulse generator (ipg) implanted: 2008 (B)(6); product ID 407652 implantable pacing lead implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.